Manufacturer narrative:
This is being reported for a problem found earlier. Our investigation was inconclusive due to case logs from the procedure not being provided despite multiple attempts. The description provided stated that the t7-r screw was misplaced. The surgeon noticed a csf leak and aborted use of excelsiusgps and transitioned to traditional techniques to finish the case. The user stated that the CT scan was blurry due to patient movement. Having a blurry CT scan can lead to merge shifts since the software is unable to visualize anatomy appropriately. It is recommended to perform a landmark check to ensure navigational integrity. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.